Event description:
It was reported that pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed and a 20mm watchman flx pro laa closure device was implanted on (B)(6) 2025. After the patient left the room, an effusion was noted. Pericardiocentesis was performed, the patient was discharged from the hospital 24 hours later. The patient is fully recovered.